Manufacturer narrative:
The complainant indicated that device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. Patient's age and weight were not provided. Per the complainant, a polyp had been removed which began to bleed. The physician attempted to use a clip to stop the bleed. The clip would not open, then it deployed inside the sheath. The device was removed from the patient. The procedure was completed with hot biopsy forceps in order to cauterize the bleed. There has been no report of complication or injury to the patient, due to this event. Post procedure, the patient's status is fine.